Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number h13k04070 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain. The cause of peritonitis was not reported. On an unreported date, the patient was hospitalized for the event. On an unreported date, the patient was given an unspecified antibiotics (does, route and frequency unknown) for the treatment of peritonitis and was instructed to sit up and down arrow to manual drain. One week later, the symptoms of abdominal pain were gone. On an unreported date, one week later, the patient was discharged from the hospital. The outcome of the event was not reported. Pd therapy was ongoing. No additional information is available. This is report 2 of 3 involved in this peritonitis event.